Event description:
The customer reported that during a procedure, the system went into a fast stop activated mode and shut down uncommanded. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the fluoro functions board and the back plane. The system operates as intended.